Manufacturer narrative:
Controller ((B)(4)) was received disassembled, making a comprehensive functional analysis nearly impossible. The logs could not be downloaded because of the condition of the controller upon receipt. Outside visual inspection of the connectors did not reveal any damage or abnormal condition. During the pcb evaluation, it was noted that controller main pca female connector was damaged. The controller power pca male pin connector was also damaged, making it unable to reassemble for testing. Additionally, it was noted that the internal battery (bt1) had corrosion on both ends that voltage readings were depleted. In conclusion, the reported event of "no power alarm" and "software installation failure" could not be conclusively confirmed due to the condition of the controller as received; however, the corrosion and the voltage readings on the bt1 indicate that there was a potential for a malfunction that could have affected the "no power" alarm.   The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." If both power sources are disconnected from the controller, a loud, continuous alarm will sound and there will be no message on the controller display. The pump is not pumping and power sources should be connected immediately. If this action does not resolve the alarm condition replace the controller." The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined.

Event description:
It was reported that during the software maintenance release (smr) update the controller "no power" alarm did not sound. The controller was exchanged with no consequence to the patient. No further information was provided.